Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopic surgery for prostate cancer, while using a scope thorough the trocar, they noted that the balloon was damaged. The broken pieces were found in the patient's abdominal cavity and were immediately retrieved. The product did not lock on tissue and was removed from the tissue without damaging it. The procedure was completed with another device. The status of the patient is no problem.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A cut was observed to penetrate the balloon. The balloon was unable to be inflated due to the observed cut. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).